Manufacturer narrative:
Technical support performed troubleshooting over the to determine the customer reported issue of 8100 error code 200.5040. Technical support: customer stated the unit is a rental. Informed customer this is due to a software compatibility issue. After remoting into the customers desktop, I walked them through the flashing process. After flashing the 8100's firmware, the error code cleared. The customer reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
Case #: (B)(4). Case subject: npi 8100 error code 200.5040. Account name: (B)(6). Account #: (B)(6). Asset name: 8100 pump module v9.33.0. Contact: (B)(6). Contact email: (B)(6). Contact phone: (B)(6). Patient or user involvement: no. Patient or user harm: no. Customer reports error code 200.5040 on their 8100. Customer stated the unit is a rental. Informed customer this is due to a software compatibility issue. After remoting into the customers desktop, I walked them through the flashing process. After flashing the 8100's firmware, the error code cleared. Ended call.

Manufacturer narrative:
A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
(B)(4). Customer reports error code 200.5040 on their 8100. Case resolution: customer stated the unit is a rental. Informed customer this is due to a software compatibility issue. After remoting into the customers desktop, I walked them through the flashing process. After flashing the 8100's firmware, the error code cleared. Ended call.